Event description:
Additional information was received from the physician¿s office with the settings. The patient was not near end of service. No further information was provided.

Event description:
A vns patient called and reported that she used to feel the stimulation in her throat with a little bit of voice change and hasn't felt it as much recently. She then mentioned that about four days prior she had a normal grand mal seizure where she could feel the stimulation normally. Over the last 2-3 days (relationship to pre-vns baseline not clear to patient), she has had an increase in seizures and isn't feeling the stimulation as strong anymore. The patient said that her settings were changed about four months prior. The patient went to her neurology office and they checked her device and it was functioning. It is not known if her seizures are above or below baseline and unknown relationship to their vns device. The patient is being sent for an eeg. The patient's device has ben implanted for over 9 years.